Event description:
The patient was implanted with a paracorporeal ventricular assist device. It was reported that the patient was transplanted on (B)(6) 2014. The patient was listed as (B)(6) for transplant due to bacteremia. The hospital staff reported that the patient had positive blood cultures and the lvad cannula site cultures were positive. No further information is available at this time.

Manufacturer narrative:
Weight is not available. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Manufacturer narrative:
The report of an infection could not be confirmed as the lvad was not returned for evaluation. The heartmate ii instructions for use list infection as a potential adverse event that may be associated with the use of the left ventricular assist device system. The IFU also provides information regarding the prevention of infection. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.